Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a channel a failure. This condition has the potential to cause an interruption of delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is vista minor(5.04.00).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel a failure was confirmed by baxter personnel during product evaluation. The assignable cause of the reported problem was a defective pump head module. The pump head module on channel a was replaced in order to correct this condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.